Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements that is high out of range. Technical services (ts) was consulted and discussed increasing alert threshold to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.